Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging short battery life. There was no reported adverse event associated with this complaint. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a review of the pump black box data showed no evidence of a short battery life. One cs177 low battery warning was recorded on (B)(6) 2016 occurring due normal battery wear. During visual inspection of the pump, it was observed that the battery compartment and returned battery cap were undamaged and able to fit to the pump and maintain an electrical connection. The ¿ez-prime¿ steps were performed correctly but all sleep current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and moisture corrosion was found to the continuous glucose monitoring (cgm) module. The sleep current draws returned to specification after unplugging the cgm module from the printed circuit board (pcb). Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).